Manufacturer narrative:
(B)(4) = device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2011 from the surgeon: there were no issues with the device before use. I and the (B)(6) are experienced in using it. The patient had a low [lower third] rectal carcinoma. This was a very low anterior resection. The patient has had neither preoperative radiotherapy nor previous surgery. The rectum was mobilised to the pelvic floor, a cytocidal washout was performed and the contour gun placed in position and fired. There were no concerns regarding the rectal tissue prior to firing. After firing, I performed a digital rectal examination and there was a significant defect in the staple line. The patient is well, he was counselled regarding the possibility of an abdominal perineal excision preoperatively. His stoma is permanent and he does not require adjuvant chemotherapy.

Event description:
It was reported that during a low anterior resection procedure, this particular gun worked correctly at the time of firing the gun. All of the correct steps were taken and consultant fired the gun once in position. The gun was taken out and all looked fine; it was noted that there were a couple of staples at the very end of both sides of the cartridge. The anvil of the cdh gun was sewn in and when the staff went down to the bottom end the cdh gun was inserted but there appeared to be a hole where it looked like no staples from the contour had formed. There were no staples in the distal end; they could not see any staples in the pelvis. The staff therefore couldn't do a "coloanal" anastomosis as planned as the tissue was not suitable. The staff then did a modified ap procedure; the patient was consented for both procedures as the surgeon was concerned about how low the tumor was. The patient is doing fine and no adverse effects. No explanation was given as it seemed the gun worked correctly, the sister then put a new cartridge in the same gun and dry fired it and it worked correctly. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The surgeon is confused as to why there was a hole in distal end. The cartridge of the used gun was thrown away in the sharp bin by accident. The affected gun was given to procurement for assessment and recording, the gun will be released back to me and I will send on but they will be some delay. There were no adverse consequences for the patient. They had to carry out a modified ap procedure; the patient has a stoma with colostomy. The patient was consented for this incase there was a problem with doing a low anterior resection.